Event description:
In accordance with 21 cfr 803.22 (b)(2), we are notifying you that on february 14, 2014, it was reported a customer was hospitalized on (B)(6) 2014, after he lost consciousness due to hyperglycemia. His blood glucose had been elevated for 4 days and was 700 mg/dl when he was admitted to the hospital. He was taken off the infusion device system and treated with an insulin drip. He was still hospitalized upon follow-up on (B)(6) 2014. The customer has experienced issues with his infusion sets, including absorption concerns. He reported the infusion sets sometimes last 12-24 hours. The inset infusion set in use at the time of this event is not manufactured or imported by our firm. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).